Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that when going to flush the patient's IV, the nurse noticed liquid dripping out from bottom of the pump creating a small puddle on the floor. The large volume pump module was disconnected from the pc unit and the liquid had dripped inside in between the channel and brain. There was patient involvement but no harm.